Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued an occlusion alert while the user was using an inset infusion set (6 mm, 23 in), indicating pressure in the tubing or infusion set. Symptoms included no change in blood glucose. Outcomes included resolution of the alert after the user replaced the infusion set and tubing, with no clinical impact and no hospitalization. Investigation included troubleshooting and user education regarding occlusion resolution steps. Investigation of this case revealed an occlusion condition resolved by supply change, consistent with infusion set or tubing blockage. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable occlusion related to the infusion set or tubing.